Manufacturer narrative:
Complaint is confirmed. Visual evaluation found scratches and nicks. One of the blue clips was broken on the base adapter, and the shaft on the handle base was bent. The cause remains wear and tear.

Event description:
On 06/06/2023, it was reported by a sales representative via sems that an ar-9165cdg universal baseplate impactor broke. This occurred during a revers tsa on (B)(6) 2023, one of the blue clips that attached the baseplate to the trinity handle snapped off. The patient was not affected. There was no additional information provided, additional information has been requested.